Event description:
The customer reported that there was no image on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power signal interface and the ps2 power supply, as well as cables in the camera hat. The system operates as intended.